Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 5 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a low anterior sigmoid colon resection, the second device used did not staple. The first device used fired and stapled properly, however the attempt to remove the polyp was unsuccessful and was not retrieved. The surgeon believes the staple line was right on it but not enough to retrieve the specimen. Additional mobilization was performed and the second device was used, but did not staple. The area was wide open and the eea device was visible. The surgeon hand sutured the area, created another purse string and completed the use of a device from the rectal area up. A temporary colostomy was performed. The or time was extended by 3 hours. Ees risk manager spoke with the contact at the facility: "contact indicated the hospital would like an onsite analysis of the device as the surgeon does not want it shipped back to the manufacturer. She indicated the patient is doing well and did receive a temporary colostomy that will be reversed. I indicated I would speak with the appropriate engineer to get potential dates for the inspection and get back to her."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device explanted. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The patient also had another device explanted. Upon further review, it was learned that the other device explanted (model #2900) is sold internationally only, and therefore, is not reportable to the FDA.